Event description:
It was reported that during second stage of antibiotic spacer revision the mod restoration cone conical reamer broke while reaming from size 13-18. The 18mm reamer got stuck in the femur and could not be taken out. There was additional surgery to remove the reamer. Surgical delay of an hour.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: visual inspection confirmed the reported event, the edges have visible wear. Consulted with the material analysis team, they indicated the edges are damaged but there is no fracture to examine. The event was confirmed. No material or manufacturing defects were observed on the device features examined.

Event description:
Update per e-mail dated (B)(6) 2013 from sales rep: "I want to correct that the reamer did not break, it only got stuck in the femur."